Event description:
Reporter indicated that a patient's vns generator was explanted due to pain and was not replaced. Manufacturer review of available vns programming history noted the vns was disabled in (B)(6) 2009. Attempts for further information and return of the explanted generator are in progress.